Manufacturer narrative:
The user facility submitted medwatch mw5109221 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during therapy, and there was no apparent occlusion. The medication was not delivered, though the volume to be infused counted down to zero in the time programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.